Manufacturer narrative:
Integra has completed their internal investigation on october 09, 2017. Device history record reviewed for product ID a2114, serial # (B)(4) was manufactured on 10dec2010 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. This complaint was confirmed. The product listed (a2079) was not returned but a a2114 was returned with part of the knob from the swivel adapter broken off in the large thread hole of the skull clamp. Item returned under (B)(4) was a2114 - serial number (B)(4). The broken portion of the threaded shaft from the swivel adapter was received by repairs, but was not transfer to quality for review, as they were unaware it was related to a complaint.

Event description:
It was reported that the patient was positioned in an a2114 mayfield infinity xr2 radiolucent skull clamp and a loud pop was heard. The bolt connecting the mayfield infinity xr2 radiolucent base unit (a2079), the swivel to skull clamp had broken. The patient was repositioned in a different unit and the case was completed. No patient injury or death alleged, and it is unknown if revision or medical intervention was required. It was reported that there was a delay in surgery due to product problem. Additional request for information was sent.

Manufacturer narrative:
Integra has completed their internal investigation on august 8, 2017. The device in question was not released for review or was the lot number provided. A DHR review will be performed when either has been submitted. A two year lookback from (B)(6) 2015 to (B)(6) 2017 for this reported failure and or related to "stud breakage " for this product family shows that 12 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.